Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer via e-mail stated that while brushing their teeth, they felt something in their mouth and the small metal pin from the toothbrush brush head was found. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that while brushing their teeth, they felt something in their mouth and the small metal pin from the toothbrush brush head was found. No injury was reported.